Event description:
It was reported that the patient's lead and generator were explanted due to high impedance.

Manufacturer narrative:
B5. Describe event or problem, corrected data: added missing words from supplemental 1 MDR to indicate that the generator was explanted.

Event description:
It was reported that the patients lead and generator due to high impedance. Product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's device twice. The doctor believed it was a lead fracture. X-rays were reviewed and a lead fracture was visualized below the 2nd tie-down. Strain relief was not per labeling. No other anomalies were identified. No further relevant information has been received to date. No known surgical intervention has occurred to date.